Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler indicated 4 degrees on the cardioplegia, but the actual temperature was 8 degrees. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.